Event description:
Event description guidant received information that both the atrial and ventricular lead impedances and thresholds are high. The patient reports syncopal episodes in the past few months. The leads have occasional capture at 5 volts.